Manufacturer narrative:
Customer service reached out to the customer via email and requested she contact us with her complete address in order to provide her with a replacement pump, but the customer has not contacted them as of the date of this report. In follow up with a complaint handler on (B)(6) 2020, the customer indicated that she developed mastitis on (B)(6) 2020, and was prescribed an antibiotic. She additionally indicated that her mastitis was resolved, and she no longer had any symptoms. The customer was subsequently contacted by a complaint handler on (B)(6) 2020, and was provided with troubleshooting tips via email, but has not replied with any further information on whether the issue was resolved or if a replacement pump is needed. Based on the results of (B)(4), it cannot be definitively concluded that the pump caused or contributed to the customer's mastitis. The estimated incidence of mastitis in lactating women, whether using a breast pump or not, according to published clinical literature can be as high as 33%. In fact, clinical guidelines suggest the use of a breast pump to facilitate withdrawal of breast milk during bouts of mastitis. The complaint rate of mastitis across all reported failures, across all medela breast pumps, is 0.008% for the period of january 2013 to august 2017. Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
On (B)(6) 2020 the customer alleged to medela llc via a marketing panel that when using her pump in style breast pump it took longer to express her milk than when using her other medela pump. She additionally alleged that she had mastitis while using the pump, but it could have been attributed to her son teething and changing her nursing pattern at the time. She also stated she loved the compact design and the tubing remained condensation free, unlike other closed systems she tried.